Manufacturer narrative:
Result: used for device reading in incorrect units of measure. The event occurred in (B)(6).

Event description:
Manufacturer's investigative unit reported this aviva combo mg/dl unit had results in mmol/l. No adverse event reported. Meter has been returned.